Manufacturer narrative:
Product not returned.

Event description:
Customer said the toothbrush was falling apart, one broke off in her as she was using it, definitely a choking hazard. Contacted the consumer and clarified that the pink bristles in the center were falling off when she was brushing.